Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead had been exhibiting low but stable pacing impedance since shortly after implant. Right ventricular (rv) lead pacing impedance had also decreased to a low range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a systemic infection. A temporary pacing system was utilized for approximately one week until a new system could be implanted. No further patient complications have been reported as a result of this event.